Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 05-sep-2025, the user reported frequent low blood glucose (bg) events caused by insulin stacking, as meal announcements were made while the ilet correction algorithm was already active. Despite completing three factory resets, the issue persisted. The lowest blood glucose (bg) recorded was 40 mg/dl, treated with honey sticks. The user's blood glucose (bg) was corrected. During the event, the user's reported symptoms included sweating, shakiness, and confusion. No outside assistance or medical intervention was required or reported at the time of call.